Manufacturer narrative:
On 30-apr- 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Per mentor instruction for use (IFU), it is recommended that the duration of volume adjustment not exceed six months as tissue adhesions may make it more difficult to remove the fill tube and/or compromise valve integrity. Damage to the implant and/or leakage may result. As part of our quality process, the manufacturing records of this 7333681 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 450cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative right-sided deflation of implant. Patient reported noticing the right breast was smaller. Patient underwent volume adjustment by having the right implant filled with 50cc by her doctor in (B)(6) 2019, and implant deflation was suspected by the doctor. As a result, the patient underwent explantation on (B)(6) 2020.